Event description:
A remstar auto a-flex was returned to a third-party service center for evaluation. There were no reports of serious or permanent harm, injury, or medical intervention associated with the device. During the evaluation, the service center performed a visual inspection and found the device was not functional because it could not communicate. No error codes were present. The blower motor operated correctly, but visible foam particles were found inside the blower kit, indicating foam degradation, and dust contamination was also noted. The complaint was confirmed, and the device did not meet criteria for repair or redistribution. It was marked for scrap and discarded per local regulations. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.